Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to the outer jacket of the cable being broken and exposing the internal wires before the strain relief. Additionally, the battery failed functional testing due to a high max error, indicative of a unit that is out of calibration. This may be due attributed to a use pattern involving the exchange and recharge of batteries before reaching 25% rsoc. The most likely root cause of the reported event can be attributed to mishandling of the battery cable. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient had a battery with a damaged cable. The battery was replaced from the patients stock. There was no impact to the patient.